Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, watertightness not maintained due to holes in the curved rubber, adhesive part of the objective lens come off, bending angle is insufficient due to the elongation of the angle wire, curved rubber adhesive missing, scratches found on the grip, scratches found on the angle lever, scratches found on the up/down plate, scratches found on the right/left plate, scratches found on the video connector, video connector cracked, scratches found on the light guide connector, light guide connector deformed, scratches on the light guide cover glass surface, and scratches on the up/down angle fixing lever (sp). The subject device was returned to olympus for device evaluation and investigation confirmed the reported issue during investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to the investigation, the reported event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope, having pinhole at the scope angle rubber. Upon inspection and testing of the returned device, adhesive around the scope objective lens was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.